Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of the cycler after ending the patient's pd treatment. The pdrn reported receiving an air detected in cassette alarm during drain 1 of 1 of treatment prior to the leak and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn advised they had not seen any holes or rips on the cassette. The pdrn was advised to allow the cycler to dry out prior to the next treatment. Upon follow up, the pdrn confirmed the reported event occurred during drain 1 not drain 0 of treatment. The pdrn confirmed the cause of the leak was unknown since no tears or rips were found on the cassette. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the cycler dried out and is performing peritoneal dialysis without issue and without reoccurrence of the reported event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of the cycler after ending the patient's pd treatment. The pdrn reported receiving an air detected in cassette alarm during drain 1 of 1 of treatment prior to the leak and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn advised they had not seen any holes or rips on the cassette. The pdrn was advised to allow the cycler to dry out prior to the next treatment. Upon follow up, the pdrn confirmed the reported event occurred during drain 1 not drain 0 of treatment. The pdrn confirmed the cause of the leak was unknown since no tears or rips were found on the cassette. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the cycler dried out and is performing peritoneal dialysis without issue and without reoccurrence of the reported event.